Manufacturer narrative:
Pump received with scratched case, partially broken retainer, serial number label faded, end cap address label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had ring missing around the reservoir compartment. It was reported that the pump would be replaced. No further information provided.